Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient received the replacement desktop charger from repair. They were trying to charge the ins, but was seeing a power on reset (por) message and a message to call their doctor. The patient stated that they let the ins die and clarified that it was discharged. They had charged all night and the ins was 3/4 full with the last quartile flashing. The patient was instructed to connect to the patient programmer and the screen was blank. The patient got new batteries and the patient programmer powered on and displayed an informational por. The patient was walked through clearing the por on the call. No symptoms were reported. No further complications were reported or anticipated. (B)(4).